Event description:
Physician was performing cystoscopy and laser lithotripsy of bladder stones. At end of procedure, physician noted that the plastic tip of the scope had come off during the procedure and had to be retrieved with forceps.